Manufacturer narrative:
Isi received the maryland bipolar forceps associated with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint. The instrument was found to have a frayed grip cable at the distal end. The cable strands protruded from the wrist. The root cause was attributed to a component failure. An unrelated failure was also identified. The conductor wire's insulation was damaged. The instrument passed electrical continuity testing. There was no thermal damage observed. The root cause was attributed to a component failure. A review of the instrument log for the maryland bipolar forceps instrument (part number: 470172-16, lot number: n11200831-0188) associated with this event was performed. Per the log, the instrument was last used on (B)(6) 2021 on system (B)(4) for 0:00:54. The instrument had 4 uses remaining. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Based on the additional information obtained from failure analysis this complaint is being reported due to the following conclusion: a bipolar instrument with damaged conductor wire insulation could lead to inadvertent transmission to tissue other than intended via the exposed conductor wire. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5, g7, h7, and h9 are not applicable.

Event description:
It was reported that prior to the administration of anesthesia and the start of a da vinci-assisted surgical procedure, the customer observed frayed wires on the proximal end of the 8mm maryland bipolar forceps. There was no patient involvement.